Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during a colonoscopy procedure. According to the complainant, during the procedure the biopsy forceps were introduced into the scope in the closed position. However, as the biopsy forceps exited the scope, the jaws were in the open position and the jaw snapped off and fell inside the patient. The physician was able to retrieve the piece from the patient with biopsy forceps. The procedure was completed with another radial jaw 3 biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be very well.

Manufacturer narrative:
The patient ID, age, gender and weight are unknown. Event date is unknown. (B)(4) - intervention required to remove jaw. (B)(4) - reported event of jaw detachment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).